Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided, it was reported that the pin hole insert was loosening. The device associated with this complaint was returned for examination. Visual analysis of the returned sample revealed that the metal bushing features of attune distal femoral jig (254400520 / ab5116169) were not loose from the pin hole. Additionally, mating the distal femoral jig slide tube assembly was missing. The device exhibits an overall worn appearance consistent with normal and repetitive usage. The overall complaint was not confirmed as the observed condition of the attune distal femoral jig would not contribute to the complained device issue. Based on the investigation findings, the product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pin hole insert was loosening.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.